Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging visualization of particles. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, there was 0 error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation,

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-63719. This report was submitted as a duplicate report of the previously submitted report.